Event description:
A customer reported a malfunction with their pump, but no specific blood glucose impact information was available. Despite indications of a corrupted registry on december 4, 2025, no events were observed on the reported date, and the pump's history was lost. The device is being returned, and a replacement pump has been issued to the customer. There was no adverse impact to the customer's blood glucose level.